Event description:
A malfunction was reported on the pump, but no notable events occurred before it. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information and assisted the customer in resetting the pump, which resolved the issue and allowed the customer to continue using the pump. The customer was advised to report if any further issues arise.